Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and call back if any issues occurred again.